Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. The date of the event is an approximation. On 09/26/2025, the patient experienced confusion and believed her continuous glucose monitor (cgm) wearable had fallen off. As a result, she inserted a new sensor. Later that same day, she realized the original sensor was still active. The active wearable reportedly displayed an error message, though the patient was unable to recall specific details. It is also unclear what the cgm was displaying at the time the patient felt confused prior to inserting the second sensor. On the following day, (B)(6) 2025, the patient¿s friend attempted to contact her but was unable to reach her. Concerned, the friend contacted the maintenance personnel at the patient¿s housing complex to perform a welfare check. The maintenance worker found the patient unconscious and called emergency medical services (ems). The patient was transported to the emergency room (ER), where she regained consciousness. She was unsure how long she had been unconscious. At the ER, the patient¿s blood glucose (bg) meter reading was 700 mg/dl. No cgm comparison value was available, as the patient believed her cgm and beta bionics ilet insulin pump had been removed by medical staff. She was treated with insulin, though she could not recall the route of administration. The patient was hospitalized for two weeks and subsequently transferred to a rehabilitation facility for 12 days. Rehabilitation was required due to the insertion of a device into her throat, which resulted in difficulty speaking and swallowing. The patient reported that one of her vocal cords was damaged. At the time of reporting, the patient stated she was ¿feeling better.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.